Event description:
It was reported that the patient had fallen and landed on their implantable neurostimulator (ins) a couple of times and now had problems with leakage again. The patient also stated that they had moved recently and was pushing/shoving boxes and was not sure if this also had anything to do with the issue. They were not able to increase the stimulation past 7.4 and saw the ¿upper limit¿ screen on the programmer unit. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q6g6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).